Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('other coil migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), urinary tract infection ("urinary tract infections"), vertigo ("vertigo"), dizziness ("dizzy spells"), panic attack ("panic attacks"), gallbladder disorder ("gallbladder is dying/ kill my gallbladder"), gastric disorder ("stomach issues") and ill-defined disorder ("ill"). The patient was treated with surgery (gallbladder removed and hysterectomy). Essure was removed. At the time of the report, the device expulsion, bacterial infection, urinary tract infection, vertigo, dizziness, panic attack, gallbladder disorder and ill-defined disorder outcome was unknown and the gastric disorder was resolving. The reporter considered bacterial infection, device expulsion, dizziness, gallbladder disorder, gastric disorder, ill-defined disorder, panic attack, urinary tract infection and vertigo to be related to essure. The reporter commented: my intestines were attacking my fallopian tube that the coil was correctly in place. Concerning the injuries were reported in this case, the following ones were described via social media: ill-defined disorder, gallbladder disorder, uti, bacterial infections, vertigo, dizziness, panic attacks, gastric disorder, device expulsion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('other coil migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), urinary tract infection ("urinary tract infections"), vertigo ("vertigo"), dizziness ("dizzy spells"), panic attack ("panic attacks"), gallbladder disorder ("gallbladder is dying/ kill my gallbladder"), gastric disorder ("stomach issues") and ill-defined disorder ("ill"). The patient was treated with surgery (gallbladder removed and hysterectomy). Essure was removed. At the time of the report, the device expulsion, bacterial infection, urinary tract infection, vertigo, dizziness, panic attack, gallbladder disorder and ill-defined disorder outcome was unknown and the gastric disorder was resolving. The reporter considered bacterial infection, device expulsion, dizziness, gallbladder disorder, gastric disorder, ill-defined disorder, panic attack, urinary tract infection and vertigo to be related to essure. The reporter commented: my intestines were attacking my fallopian tube that the coil was correctly in place. Hysterectomy 11/13. Concerning the injuries were reported in this case, the following ones were described via social media: ill-defined disorder, gallbladder disorder, uti, bacterial infections, vertigo, dizziness, panic attacks, gastric disorder, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: quality safety evaluation of ptc on 3-dec-2019: fu 2 & 3 were processed together. Social media received. Reporter information and rcc were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('other coil migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), urinary tract infection ("urinary tract infections"), vertigo ("vertigo"), dizziness ("dizzy spells"), panic attack ("panic attacks"), gallbladder disorder ("gallbladder is dying/ kill my gallbladder"), gastric disorder ("stomach issues"), ill-defined disorder ("ill") and abdominal adhesions ("intestinal adhesions to tubes"). The patient was treated with surgery (gallbladder removed and hysterectomy). Essure was removed in 2013. At the time of the report, the device expulsion, bacterial infection, urinary tract infection, vertigo, dizziness, panic attack, gallbladder disorder, ill-defined disorder and abdominal adhesions outcome was unknown and the gastric disorder was resolving. The reporter considered abdominal adhesions, bacterial infection, device expulsion, dizziness, gallbladder disorder, gastric disorder, ill-defined disorder, panic attack, urinary tract infection and vertigo to be related to essure. The reporter commented: my intestines were attacking my fallopian tube that the coil was correctly in place. Hysterectomy 11/13. Concerning the injuries were reported in this case, the following ones were described via social media: ill-defined disorder, gallbladder disorder, uti, bacterial infections, vertigo, dizziness, panic attacks, gastric disorder, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: added reporter. On 2009, she implanted "essure". On 2013, she explanted essure. Added event intestinal adhesions to tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('other coil migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infections"), urinary tract infection ("urinary tract infections"), vertigo ("vertigo"), dizziness ("dizzy spells"), panic attack ("panic attacks"), gallbladder disorder ("gallbladder is dying/ kill my gallbladder"), gastric disorder ("stomach issues") and ill-defined disorder ("ill"). The patient was treated with surgery (gallbladder removed and hysterectomy). Essure was removed. At the time of the report, the device expulsion, bacterial infection, urinary tract infection, vertigo, dizziness, panic attack, gallbladder disorder and ill-defined disorder outcome was unknown and the gastric disorder was resolving. The reporter considered bacterial infection, device expulsion, dizziness, gallbladder disorder, gastric disorder, ill-defined disorder, panic attack, urinary tract infection and vertigo to be related to essure. The reporter commented: my intestines were attacking my fallopian tube that the coil was correctly in place. Hysterectomy 11/13 concerning the injuries were reported in this case, the following ones were described via social media: ill-defined disorder, gallbladder disorder, uti, bacterial infections, vertigo, dizziness, panic attacks, gastric disorder, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this case. New reporter and reference section was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.